Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). (B)(4). Manufacturer contacted customer on a follow-up call to ensure the customer's condition since the initial call; customer's condition improved, and no longer experiencing symptoms. Customer spoke to physician via phone on (B)(6) 2018 and physician requested customer to go to quest to obtain glucose blood lab work on (B)(6) 2018. No hospitalization or medical attention reported. Customer was also informed by physician to eliminated sugar, carbs from diet and also to increase legumes and increase water intake. Results for blood lab work will be received on (B)(6) 2018. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 95-190 mg/dl. The customer did report symptoms of blurry vision, increase urination and increase thirst, increased hunger. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6).